Manufacturer narrative:
This device bipap a40 was manufactured 05/12/2014 which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation the ventilator inoperative condition was not confirmed. The device error logs were reviewed, and ventilator inoperative alarms were confirmed in the logs recorded from the year 2016. The events that caused ventilator inoperative alarms were unable to be specified due to the recording of the event log was not processed normally. It was presumed to be due to failure of cpu and memories in the device main pca causing a vent inop alarm. The device's main pca needs to be replaced to prevent reoccurrence. The unit term lease will so expire, and the unit will be discarded at the end. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.